Event description:
Patient developed symptoms of hypersensitivity within 24 hours at sites of injection with bovine collagen product. Patient took oral benadryl, 50mg. Prn, with no relief of symptoms. Physician prescribed medrol dose pack.